Manufacturer narrative:
Device review: the user facility did not request an investigation by the MFR's regional equipment specialist. During f/u with user facility, the customer indicated that the machine was not investigated post event as they do not attribute the pt's hypotensive episode as being related to the device. The device was returned to service. A device history record (DHR) review was performed and the device was found to have been manufactured per specs. The system level review of the 2008k machine and concomitant products found no indication that the products caused or contributed in any way to the pt event.

Event description:
During review of medical records for this patient for a separate event, it was discovered that patient became hypotensive and started feeling poorly during hemodialysis on (B)(6)2015. It was suspected that patient's vancomycin resistant enterococcus (vre) infection had started again and he was started on zosyn and zyvox. An infectious disease consult was ordered. Blood culture on (B)(6) 2015 confirmed that patient had vre in his bloodstream. The patient was changed to daptomycin.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Medical record review: medical records were received and reviewed by post market surveillance clinical staff. It was noted the patient had been admitted into the hospital on (B)(6) 2015 to rule out pulmonary embolism. The contrast dye caused contrast-induced nephropathy that led to renal failure and eventually hemodialysis. During his hospitalization, the patient also developed vre sepsis. The patient's vre never resolved and the patient started having episodes of hypotension during hemodialysis on (B)(4) 2015. During this episode, the patient was unable to complete treatment due to his inability to maintain an appropriate systolic blood. Medical records do not reveal the type of medical intervention used during this episode. There are no bicarbonate levels in the medical record for review. The medical records do not show a causal relationship between the 2008k or the concomitant products used in the patient's hemodialysis treatment and the patient's hypotension. Medical records do show that the patient's unresolved infection was a possible contributor to the hypotensive episode during his hemodialysis treatment. A supplemental report will be submitted upon completion of the plant's investigation.